Event description:
It was reported that the right ventricular lead was fractured and exhibited loss of capture and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal coil was fractured at approximately 21 cm from the connector pin due to cyclical stress. The damage to the distal coil which resulted in an open circuit would account for the reported high impedance and loss of capture.